Event description:
It was reported that the device was oversensing far-field r-waves on the atrial channel that caused the device to inappropriately mode switch after inappropriately detecting atrial arrhythmia. Device was reprogrammed. Patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.